Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When surgeon impacted the cup the tip of the impactor broke off, and remained in the cup. It was successfully retrieved. Two minutes delay. No adverse event.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the tip broke off. The root cause is attributed to misuse. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. This transfers the load of the impact to the threads rather than the shaft. A two-year search of the complaint database did not identify a trend for a portion of the threads breaking off. The date code nt0309 indicates the instrument was manufactured in march of 2009 and is over 7 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the root cause of misuse no corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.